Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experience peritonitis. On an unreported date, the pt was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the pt was treated with cefepime (1 gram, intraperitoneally (ip), daily for 3 weeks) and vancomycin (ip, every 3 days for 3 weeks, dosage not reported). At the time of this report, the outcome of peritonitis was unknown. Pd therapy was ongoing. Additional information was requested but was not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd896415 and gd896290 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).